Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button required multiple hard presses to elicit a response. The reporter denied damage to the keypad and noted all other buttons responded appropriately. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched, discolored and faded display screen, which has no effect on insulin delivery function.